Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be updated.

Event description:
Allegedly the patient was revised to correct instability on the knee (insert exchanged only).